Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and calcified mid left circumflex (lcx). The 1.5x8mm apex push monorail balloon was advanced to the target lesion for predilation and the balloon ruptured on the third inflation at 14atms after 5 seconds. The number of atms reached during the first two inflations is unknown. The device was successfully removed from the patient and the procedure was completed with another of the same device. No patient complications were reported. This product is only ous approved but is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.